Manufacturer narrative:
(B)(4).

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to fire straight at 33,9978 joules of use. Pt outcome: "no pt injury."